Event description:
As you can see, the report contains no real data so we are unable to offer any real direction. There is no indication on how long the fever reader was left in position on the infant's forehead nor does it even tell us whether it was placed right side up. In addition, it does not tell us whether the fever reader was clean from previous usage.

Event description:
Co has set up an FDA file on this matter but without sufficient info co is unable to evaluate whether co needs to report this complaint or not. Co has had no other complaints and all inventory checked was correct and in good working order. Data missing is: 1. The lot number on the back of the strip which aloows co to match against the retained sample. 2. How the operator used the strip and if instructions on proper usage followed. With the above info, co can certainly be more responsive to the reporter's needs and concerns.